Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's scs trial implant surgery on (B)(6) 2020, the physician was unable to implant the lead due to the inability to access the epidural space. The surgery was abandoned.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.